Event description:
It was reported that the patient had an infection at the generator site after implant the prior month. Patient was admitted and exploratory surgery was planned. The patient had generator explant on (B)(6) 2017 due to infection at the incision site. Review of the device history records for the generator and lead confirmed sterility prior to distribution. No additional relevant information has been received to date.